Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. On the same day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient began treatment with an injection of imipenem (250 mg, twice a day for 14 days, intravenously) for peritonitis. The patient was discharged from the hospital six days after admission. On the same day of discharge, the pd catheter had been removed, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered from the event. No further information was available.